Event description:
During an af de novo pfa procedure, an air leak was noted. There was no air leak observed during device preparation flushing or introduction flushing. After introducing the volt catheter, air was unable to be flushed. The volt catheter was removed from the sheath and it was ok. The agilis 13f sheath was flushed again and air was removed successfully. After reintroducing the volt catheter, the same issue occurred. To resolve, the agilis 13f sheath was exchanged with another and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.